Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a trial lead placement. The lead was removed 2 days early as a cerebrospinal fluid leak was noted. The patient reportedly had an unbearable headache. The physician did a blood patch procedure which resolved the patient's issue.